Manufacturer narrative:
An event of valve leaflets not closing completely and regurgitation was reported. The device was returned to abbott for investigation. The sewing cuff is intact. The leaflets are mobile when manually manipulated. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 2.8%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The reported event could not be confirmed. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm epic max valve was selected for implant. The native valve had an annulus diameter of 27. During procedure, postoperative transesophageal echocardiogram (tee) showed central transvalvular regurgitation. One leaflet appeared "not 100%" and the valve had difficulty closing completely. No damage to the leaflet was observed. Therefore, the valve was explanted and exchanged for a new 27mm epic max valve, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.